Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, s medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving an unknown intrathecal medication via an implantable pump for non-malignant pain. It was reported that it was slow doing the last part of connecting to the pump, since maybe a week ago. The patient verified there was a delay at 90% when they were requesting a bolus. Agent walked patient through how to clear data on the handset. The troubleshooting steps that were taken on the call resolved the issue.